Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nod8lpt drainage catheter allegedly experienced a crack. This information was received from one source. The event involved a patient with no known impact to the patient. The patient was a (B)(6) year old female, weight was not provided.